Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device received with cracked or detached end cap. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to cracked or detached end cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that they experienced high blood glucose. The customer blood glucose level was 580 mg/dl at the time of incident. Customer treated with manual pen. Customer reports the drive support cap was sticking out. Customer stated it was not priming the bottom with the reservoir it was not priming. Troubleshooting was performed for high blood glucose. The insulin pump will be returned for analysis.